Event description:
Altitude alarm was reported by the customer, leading to a high blood glucose reading exceeding 500 mg/dl. Customer addressed the situation by administering a correction bolus through the pump and required no third-party assistance. There was no need to replace the insulin cartridge, and tips for preventing future altitude alarms were provided by technical support. No further information on the outcome was received.